Event description:
I am using the dexcom g6 cgm sensor. I have used it for years and am an experienced user. Currently, the quality of their sensors has moved to poor. Despite using different sensors, I am repeatedly getting wildly inaccurate results. For example, just now the sensor reads "low" while actual blood sugar is 214 by using s blood glucose meter. These inaccurate readings has been happening with sensor after sensor. I report the problem to dexcom and their response is to send me a new replacement sensor. It seems that they ought to be doing some investigation as to why such a high percentage of sensors are failing.